Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their battery not lasting and high blood glucose levels. The customer states the battery is only lasting two days. The customer's blood glucose level at the time of incident was over 500mg/dl. Troubleshoot was conducted. The customer is being sent replacement battery cap. The customer declined to troubleshoot for the high levels and blank display.